Manufacturer narrative:
(B)(4), date sent: 04/29/2021. The product was returned to the cincinnati pi lab for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that was noted to the fractured plastic pcr, the drive bar has been returned past the home position with enough force to partially separate the bulkhead from the frame. The bailout pawl is in the unbailed out position. Sample bailed out device (the pawl is lower in the frame). The cross-over gear is in the unbailed out position. The drive bar has been returned past the home position with enough force to jam the slide lever against the clamping trigger. The closure tube has a significant bend. The drive bar returned past the home position with enough force to partially dislodge the bulkhead. The most probable cause of this is that switch 5 stuck in the normally closed position during knife return. The closure tube has a significant bend in the area of the pcr fracture. It is unknown how this bend occurred or if this bend is large enough to cause the plastic pcr to fracture. Additional testing is required. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2021; d4: batch # u5de9u; h6: component code = mechanical (g04) & safety (g06). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with 3 reloads (one ecr60g-60mm, one ecr45g-45mm and one ecr45d- 45mm) present. The reloads were received partially fired. When the device was dry fired it was noted that the anvil did not clamp accordingly, the anvil opens when the firing trigger was pressed and the knife advance forward. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the retainer channel- proximal was noted to be broken, therefore making the device non-functional. It should be noted that product failure is multifactorial. No conclusion could be reached on how the retainer channel- proximal was damaged. In addition it should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. Reload b: ecr60g, partially fired 1/16, t5ex9z. Reload c: ecr45g, partially fired 1/10, u5d782. Reload d: ecr45d, partially fired 1/10, u5dh0j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy surgery, when severing lung tissue, there were three cartridge used (one ecr60g, ecr45d, and ecr45g), and after fired, noted some staples malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.